Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain, implant wear and tibial loosening. Loosening occurred at the bone/cement interface. The cement manufacturer is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/21/2016: medical records received. After review of the medical records for MDR reportability, the cement manufacturer is still unknown. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A photograph of the reported tibial insert was provided. The photograph reveals wear on the medial condyle. Patient medical records and radiographs were received and reviewed by a medical professional. The patient was reported to be a (B)(6) obese female with a bmi of (B)(6) and medical history of diabetes mellitus, gerd, osteoarthritis and active daily smoking. The surgical technique cautions that obesity tends to impose severe loading on the affected extremity thereby placing the patient at higher risk of failure of the knee replacement. It also cautions that metabolic disorders such as diabetes mellitus tend to adversely affect the fixation of knee replacement implants. It is not known to what extent, if any, these conditions contributed to the reported event. It cannot be determined from the information presented that the implants contributed to the reported events in the complaint. In addition, the devices were in service for approximately twenty years prior to revision which may be a contributing factor. A worldwide complaint database search found no additional reports against the provided product code/lot code combinations. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.